Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 7.5, reference = 3.0, mean = 5.25, confidence limits = na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Previous investigation on strip lot 242425 from another complaint met accuracy criteria. No further investigation is required at this time. Two therapeutic donors were tested using retained strips, in-house and reference meters. Investigation details: accuracy. The allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples for strip lot 242425 were within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria; no further investigation is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.5, lab: 3.0. Sample was drawn and sent to pathology lab. Result came back on (B)(6) 2011.